Event description:
Customer reported receiving a button error alarm and stated that the numbers on the insulin pump scroll up on their own when attempting to enter carbs for a bolus. The blood glucose reading was 232 mg/dl. Customer could not recall any significant event leading to this keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The back light function properly. No back light anomaly noted. All operating currents are within specification. No unexpected low battery or off/no power alarm noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.